Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of working length detached. Block h2 (additional information): block b5 has been updated based on the additional information received on january 21, 2025.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the sheath pulled off the wire and brush. There were no patient complications as a result of this event. ***additional information received on january 21, 2025*** the procedure was completed with another same device.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2024. During the procedure, the sheath pulled off the wire and brush. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of working length detached.